Event description:
A patient expired due to an incident that occurred during the percutaneous tracheostomy. Although requested multiple times, no additional information has been provided by the reporter to help the manufacturer determine if the cook device caused or contributed to the patient death.

Manufacturer narrative:
(B)(4). The actual complaint on the device was not provided so we cannot determine if the device failure was labeled in the IFU or not. Event evaluation: still under investigation.